Manufacturer narrative:
See manufacturer report # 2029214-2021-01415 for other adverse events mentioned in the article. Voldrich r, netuka d, charvat f, benes v. Long-term stability of onyx: is there any indication for repeated angiography after dural arteriovenous fistula embolization? J neurosurg (2020). Doi:10.3171/2020.12.jns203811. If information is provided in the future, a supplemental report will be issued.

Event description:
Voldrich r, netuka d, charvat f, benes v. Long-term stability of onyx: is there any indication for repeated angiography after dural arteriovenous fistula embolization? J neurosurg (2020). Doi:10.3171/2020.12.jns203811. Medtronic literature review found reported of patient complications in association with the use of onyx. The purpose of this article was to present the largest series to date with a long-term follow-up to determine the stability of onyx, prospectively comparing magnetic resonance angiography (mra) and digital subtraction angiography (dsa) as follow-up diagnostic methods. The authors reviewed 112 cases of patients treated for duralarteriovenous fistulas with the use of onyx. Of the 112 patients, the average age was 60 years, 41 were female and 71 were male. The article does not state any technical issues during use of the onyx. The following intra- or post-procedural outcomes were noted: 1. Hemorrhage 2. Tinnitus or murmur 3. Headache 4. Vision worsening 5. Ischemia 6. Non-hemorrhagic neurological deficit 7. Mortality (2 patients)